Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: picture reviewed, the connection screw is attached to the insertion handle as complained, the visible heavy signs of the wrench at the hexagon support the complaint description of the jammed devices. Therefore is this rated as confirmed. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : part: 03.010.047, lot: 3745644, manufacturing site: haegendorf, release to warehouse date: 19. Apr. 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The connector, l 141mm, for insertion handle is completely stuck in the insertion handle as complained. The slider of the connector is strongly deformed, both sliding pieces are bent outward. In general is the connector is a very used condition with many hammer marks on top. The hexagon has strong marks from a wrench, most likely caused during the loosening attempt of the blocked devices when the wrench broke (captured in linked complaint (B)(4)). Functional test: a functional test is not possible as the device are completely jammed. The cause of the jamming can be traced back to the alignment of the connector in the insertion handle. Due to the deformation of the slider is the connector totally inclined position in the insertion handle (see picture 4 in the attached pictures). Dimensional inspection: the relevant dimensions cannot be verified anymore as the devices cannot be disassembled anymore. Drawing/specification review: the manufacturing documents were reviewed as part of the picture investigation in pi-(B)(4). No complaint related issue could be detected, the device was manufactured according to the specification in april 2011. Summary: the complaint is confirmed as the connector is jammed in the insertion handle as complained. The age of the devices and the used condition indicate that these are often and intense used devices, which speaks against a product related issue. The cause of the jamming can not be defined. We can only assume that a mechanical overload during the procedure did lead to the deformation of the slider and most likely also of the tip of the connector and that this deformation did finally cause the jamming. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during an expert tibial nail procedure for a fractured tibia on (B)(6) 2019, the driving cap was stuck on the insertion handle. The unknown nail was already inserted, so, the surgeon removed the insertion handle with the driving cap attached. The procedure was completed successfully. There was no patient consequence and no surgical delay reported. Concomitant device reported: nail (part: unknown, lot: unknown, quantity: 1). This report is for a driving cap with handle adapter. This is report 1 of 2 for (B)(4).